Manufacturer narrative:
Month and year are valid. The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers might be implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion. Reportedly post-op, s1 screw broke below tulip. The patient underwent revision surgery for removal of hardware and re-instrumentation. The surgeon performed an anterior lumbar interbody fusion and a revision posterior fusion. No fragments of the devices remained inside the patient's body. The patient did not achieve solid fusion. The patient tested positive for gram negative bacilli.

Manufacturer narrative:
A single post op x-ray was provided. Date post-op unknown. No screw fracture is observed, but the interbody graft appears to be displaced anteriorly. A surgical site infection may have attributed to construct failure by report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual examination of the mas bone screw confirmed bone screw complete fracture at the neck of the bone screw, just below the head. Visual and optical inspection of the bone screw surface did not identify witness marks or other damage near the fracture surface initiation area which could contribute to crack propagation. Optical examination of the fracture surface noted smearing and damage. Microscopic examination of the fracture surface identified progressive striations at all undamaged areas, which are indicative of cyclic fatigue. If information is provided in the future, a supplemental report will be issued.